Manufacturer narrative:
(B)(4). Concomitant medical products- 00408801206 name: femoral stem beaded 12/14 neck taper - standard body - standard neck offset size 12 140 mm stem length lot: 61834811, 00620005422 name: shell porous with cluster holes 54 mm o.d. Lot: 61842614, 00625006535 name: bone scr 6.5x35 self-tap lot: 61844752, 00223200228 name: cerclage cable with crimp 1.8 mm dia. Cable 36 in. (910 mm) length lot: 61821667, 00630505032 name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 61821356. Reported event was confirmed due to photographs and medical op notes received. Photos received confirm the presence of black debris on the head and neck taper. The photograph of the liner shows that it is fractured likely due to removal. No further evaluation possible using the photos provided. Device history record (DHR)was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2018-01918.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to unknown reasons. Subsequently, it was reported that a patient underwent a revision procedure due to pain, restricted mobility, and adverse local tissue reaction, with debridement and exchange of the femoral head and liner. During the revision procedure, it was noted that there was some corrosion present inside the head and staining of the neck. A thin layer of reactive tissue was also discovered inside the acetabular shell. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A 12/14 cocr femoral head and a trilogy liner were returned. There were no allegations against the liner. Therefore, no visual or dimensional analysis was performed. Visual evaluation of the head identified the following: there was debris in the taper. Scratches, nicks, and gouges, most probably from the removal process were present on the spherical surface. No other damage was noted. Evaluation of the returned product does not change the conclusions of previous investigation.

Event description:
No further event information available at the time of this report.